Manufacturer narrative:
Correction g3: should be 04/04/2023 as initially reported the customer clarified that the device was under infusing ("running with no drips"). The device was received for evaluation. Flow accuracy testing was performed and did not identify any issues related to the customer reported condition. The volume delivered was within acceptable range. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump did not alarm and did not infuse at the proper rate. This occurred during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.